Event description:
Philips received a complaint by the customer on the v60 indicating that when attempting to power up the device in service mode, the device would not power on and started to alarm, and the power button had to be held down for 10 seconds to get the alarm to stop. The device also would not power up in normal operational mode either. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that when attempting to power up the device in service mode, the device would not power on and started to alarm, and the power button had to be held down for 10 seconds to get the alarm to stop. The device also would not power up in normal operational mode either. The customer also informed technical support that when trying to access the baud rate from the setting tab, the customer was locked out of the device. The customer requested onsite service to have the device evaluated and repaired, and the remote service engineer (rse) created an onsite work order (wo) for the customer. Resolution and disposition are pending.

Manufacturer narrative:
H10: the customer requested onsite service to have the device evaluated and repaired, and the remote service engineer (rse) created an onsite work order (wo) for the customer. However, a philips service engineer was not dispatched onsite to evaluate the device as the customer ultimately canceled the repair-- the device was able to turn on, and it ran for 24 hours without any incident. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.